Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including long-standing history of endocarditis.

Event description:
It was reported and per investigation that a patient with a 33mm 7300tfx mitral valve implanted in tricuspid position underwent a valve-in-valve procedure after an implant duration of 4 years, 10 months due to severe regurgitation. The procedure was performed successfully with a 29mm 9755rsl transcatheter valve. Per medical records, prior tee (2024) showed 33mm 7300tfx well seated with torrential, wide open regurgitation that is due to prosthetic valve dysfunction. The patient later underwent for transcatheter valve-in-valve replacement for severe tr without evidence of active endocarditis. There was no mention of leaflet mass in the operative note. The patient tolerated the procedure well and was transported to recovery in stable condition. The patient was discharge on pod#1.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h6 type of investigation.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 33mm 7300tfx mitral valve implanted in tricuspid position underwent a valve-in-valve procedure after an implant duration of 4 years, 10 months due to severe regurgitation 2/2 with a septal leaflet mass. The procedure was performed successfully with a 29mm 9755rsl transcatheter valve.